Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
Boston scientific received information that at the implant of this implantable cardioverter defibrillator (ICD) difficulty was encountered when attempting to secure the lead into the device header. It was noted that the setscrew would not properly secure the lead thus the device was not used and will be returned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. An is-1/df-1 lead was inserted and tested using the tug test after each of the headers ports were tightened down with the setscrews. All ports passed the tug test. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not confirmed per laboratory analysis.